Event description:
It was reported that during a replacement procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored treated and untreated episode was discovered. The patient received an inappropriate shock on 15-jul-2022 due to small amplitude r-waves that resulted in t-wave oversensing. An untreated episode was stored (B)(6) 2022 showing the same morphology. The sensing vector was set to primary at the time of these episode, but was later reprogrammed to secondary. A smart pass episode was stored (B)(6) 2022 where smart pass was disabled due to small amplitudes and long r-r intervals. Technical services reviewed the available device data and noted that in (B)(6) 2023 the sense vector was programmed to alternate, which did show small amplitude r-waves. A review of the data from the new device showed appropriate sensing, a good time to therapy during the induction test, and it was noted that the primary and secondary vectors were suitable. No adverse patient effects were reported related to the inappropriate shock that was received. The explanted device was expected to be returned for analysis due to an observation of premature battery depletion. This electrode remains implanted and in service with the new device. Additional information was received that the patient received an inappropriate shock with the new device. Technical services (ts) was contacted and discussed that the shock was most likely delivered due to a decreased r-wave amplitude measurements. The low amplitude measurements contributed to myopotential over-sensing and the subsequent inappropriate shock delivery. Ts provided thorough recommendations to assess the s-ICD system in-clinic, such as with provocative maneuvers and potential diagnostic imaging. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a replacement procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored treated and untreated episode was discovered. The patient received an inappropriate shock on (B)(6) 2022 due to small amplitude r-waves that resulted in t-wave oversensing. An untreated episode was stored (B)(6) 2022 showing the same morphology. The sensing vector was set to primary at the time of these episode, but was later reprogrammed to secondary. A smart pass episode was stored (B)(6) 2022 where smart pass was disabled due to small amplitudes and long r-r intervals. Technical services reviewed the available device data and noted that in (B)(6) 2023 the sense vector was programmed to alternate, which did show small amplitude r-waves. A review of the data from the new device showed appropriate sensing, a good time to therapy during the induction test, and it was noted that the primary and secondary vectors were suitable. No adverse patient effects were reported related to the inappropriate shock that was received. The explanted device was expected to be returned for analysis due to an observation of premature battery depletion. This electrode remains implanted and in service with the new device. See bsc reference # (B)(4) emdr # 2124215-2023-19946 for the reported premature battery depletion.